Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of an approximate 5.7cm abdominal aortic aneurysm. Vessel morphology was not reported. It was reported that during post-operative follow up, the physician noted that the patient¿s leg had discoloration. The physician also stated that there was no pulse on the left groin. The physician stated that the patient had no hypo gastric artery on the left side. The external iliac artery was heavily calcified and the sfa was occluded resulting in the patient having poor outflow. The physician treated the patient by removing the clot from the limb and placed another endurant limb 16x10x124 inside the current limb. In addition, the physician placed a 8x57mm expandable stent in the distal endurant limb. The intervention was completed successfully and the occlusion was resolved. No additional clinical sequelae were reported and the patient is doing well.

Manufacturer narrative:
(B)(4).